Event description:
The jackson-pratt drain had broken on removal in 2003. This was not realized until the pt required a follow-up surgery several months later, and the broken piece was then discovered and removed in 2004. Drain was used in an abdominal resection of ileal pouch. Exact catalog number of drain is unknown.